Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during the priming of the system, the cassette was not recognized and the equipment locked. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system had issues with recognizing the cassette and the system shut down. The company service representative examined the system did not indicate whether the reported event was confirmed. The company service representative cleaned the communication lines to the central processing unit (cpu). The system was then tested and met all product specifications. The system was manufactured on december 22, 2008. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 12 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).